Event description:
The epg (external pulse generator) was returned to the manufacturer for evaluation and repair after being dropped. The epg was analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) display is out of specification. Side bails and ring are missing. Lead flex cover is contaminated. Upper and lower cases, side bail covers, and ring cover are broken.